Event description:
The user facility reported the device read the oxygen correctly for approximately one day of use. The patient was transported to the CT department for a scan. When the patient returned to the unit, no oxygen reading was obtained from the device. No patient injury was reported.